Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter (hair) was found in a bd luer-lok¿ syringe bulk sterile pharmacy convenience tray. This was observed before use and there was no report of injury or medical interventions.

Manufacturer narrative:
DHR review for batch 7086598. Manufacturing dates: 04/28/17 to 05/03/17. Batch quantity was 169,200. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7086598 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Sample evaluation: three loose 5ml assembled syringes were received at bd canaan plant and reported to be from batch #7086598. Based on the visual evaluation of all three returned samples, syringes were received filled with unknown clear liquid. The first syringe revealed no visual defects. The second syringe had a slight ink ring located between the barrel flange. This slight ink ring is not visible around the entire barrel. The slight ink ring observed is an acceptable condition at bd canaan the third syringe had a small hair, level 1 in size, located on the barrel flange. Fm the size observed is an acceptable condition at bd canaan. Investigation conclusion: based on the evaluation performed on the returned samples, the investigation concluded: confirmed: bd was able to confirm the customer¿s indicated failure.